Event description:
The customer reported that they noticed increased volumes in the mts gel cards and aborted qc testing on the ortho provue analyzer.

Manufacturer narrative:
The customer reported that they noticed increased volumes in the mts gel cards and aborted qc testing on the ortho provue analyzer. An ocd field engineer (fe) arrived on site to evaluate the analyzer. The fe reported that the probe was clogged and could not be cleared. The fe replaced the appropriate components and returned the analyzer to expected operation. The customer performed qc testing and passed following the repair. Qc testing was aborted as a result of this incident, preventing testing from taking place and preventing erroneous results from being reported. The customer reported that the analyzer did not pass a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, during patient testing, erroneous results could be reported and possible transfusion of incompatible blood could occur. Product labeling cautions the customer against the use of clotted sample. Although not confirmed, the incident most likely occurred as a result of customer error. This customer has not logged any complaints against this analyzer since the repair.